Manufacturer narrative:
(B)(4): the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon ruptured occurred. The pci treated the de novo lesion located in the distal right coronary artery. A 3.0x20mm apex balloon was being used to pre-dilate the lesion and was inflated to 6 atm's. Upon the 2nd inflation to 12 atm's, it was noted that the balloon ruptured. The procedure was successfully completed with another apex balloon. No patient complications were reported and the patient's status is fine.